Event description:
During a follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. The device was reprogrammed to resolve this event. The patient was stable.